Event description:
Small white screw on the top of the handle kept screwing into the handle piece crooked. The piece needed to screw in flush in order for the product to be used. The device was not used on the patient. No patient harm occurred. The physician obtained a different device for the procedure. The device and wrapper were saved for the manufacturer. They did obtain another vcare device that worked with no issues. Manufacturer response for uterine manipulator, vcare medium vaginal-cervical-ahluwalia's- retractor- elevator (per site reporter): they will file a complaint and will examine the product once they receive it.